Event description:
A malfunction was reported on the pump. It was unknown whether the malfunction had any impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.